Event description:
The patient later reported that no troubleshooting had been performed, and stated that their device had just been coming out of their incision. They also noted that they had been admitted overnight in the hospital due to the extreme pain they had been in. The patient also mentions being displeased as their device had to go deeper, then get a blister, then deeper again.

Event description:
The patient reported that their device had ruptured their skin and was causing them discomfort. The patient's total system was explanted. The change in the patient's therapy/symptoms was gradual. The patient noticed leakage from their implantable neurostimulator (ins) site. They saw their healthcare provider and were told that it was a blister. The patient could see their ins and had emergency surgery on (B)(6) 2016. They were originally scheduled for a revision on (B)(6) 2016 to move the ins deeper, however based on what was happening the patient decided to have their complete symptom removed. Since the complete removal of their device their symptoms had returned. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.